Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee artery. A 2.50mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon first inflation at 6atm within 30 seconds. The device was removed using normal method without issue and the procedure was completed with another of same device. No patient complications were reported and patient was good post procedure.